Event description:
It was reported that several attempts were made to interrogate the device. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of telemetry anomaly was confirmed in the laboratory. Analysis found that corrupted authentication keys prevented communication between the device and the programmer. The device was tested on the bench and our automated testing equipment. Once the keys were corrected, the device was normal and no other anomalies were found.